Event description:
A patient reported experiencing inaccurate erratic results with a meter in 2002. The patient's blood glucose results were 1.36, and 9.5 mmol/l. Tests were done within 20 minutes with a difference of 7.3 mmol/l. Patient did not experience any adverse events. No further information has been reported.